Manufacturer narrative:
(B)(4). Date sent: 6/3/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent 5/14/2025. B3: only event year known: 2025. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what symptoms lead to the discovery of the discontinuous device? When did they begin? Please share a copy of this imaging that shows the discontinuous device. Please send to: productcompliant1@its.jnj.com. The event description states the device will be explanted on 5/29. When that happens please let us know at productcomplaint1@its.jnj.com and reference pc-001869868. What is the lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? What was anatomical position of the MRI? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient started having issues. After a scan was done the linx was noticed to be broken. The scan was done on (B)(6) 2025. The device was implanted on (B)(6) 2021. The device will be explanted on (B)(6) 2025.